Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during subtotal colectomy procedure, the device misfired. Causing bowel perforation allowing bowl contents to spill into the abdomen. They over sewn the staple line to resolve the issue, and used another device in order to complete the case.